Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign material in the light guide cover lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, olympus was not able to confirm the customer failure. The most probable cause of the additional failure: foreign material in the light guide cover lens is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.